Manufacturer narrative:
G2: country of event - germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was parkinson/osteoporosis. Medical history of patient includes, parkinson/osteoporose, t9 pvcr. It was reported that, the connector was broken. Revision surgery was performed due to the torn lamina ligaments. The ribbon was torn. There were no fragments of broken connector left inside patient body. Procedure/technique performed was cranial connection, sublaminar tunneled. There were no further complications reported regarding the event.

Manufacturer narrative:
Product analysis of part # (B)(4). Lot # 23j0251 visual inspection confirmed the connectors were returned with both set screws threaded into the connector and a portion of the damaged tether looped in each as well. Optical inspection did not reveal any damage to the threads or outer structure of the implant. Functional inspection confirmed both connectors were able to attach and hold a sample rod. Each tether had a frayed end and a straight cut end. The tether appears to have been cut for removal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.